Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (b)() 2012, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient saw a manufacturer¿s representative for programming ¿the 2nd time he went to the hospital¿, and was told that the lead/(s) on the left did not work properly and he needed to have it removed. It was stated that the implantable neurostimulator (ins) did not take a full charge and ran down its battery every 2 days. It was noted by the caller that he needed to find a healthcare professional (hcp).

Event description:
It was noted the patient had kidney stone surgery about 2.5 weeks ago and since that time the patient sometimes felt a jolt on their entire left side of their body. It was noted the jolting occurred when a specific spot on their back was touched. It was further noted the implantable neurostimulator (ins) was moved during the kidney stone procedure. The reporter stated the ins now sat directly on their spine whereas it did not before. Additional information received reported that if stimulation was turned on and they touched a certain part of their back they felt a shock like they were getting electrocuted or sticking their finger in a light socket. It was noted the patient had a shocking or jolting sensation. The reporter stated it ¿literally threw them across the room the sensation was so strong.¿ it was noted the patient moved and did not have a current pain healthcare professional (hcp). Additional information received reported the patient went to the emergency room twice. The reporter stated the second time was due to the patient having severe back pain and it was thought that the ins was not working appropriately. It was noted the patient stated it was ¿shooting them like a knife in their back.¿ it was further noted the hcp was unsure the location of the pain and when the issue started. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a loss of therapeutic effect that started over the past four weeks following kidney surgery in (B)(6) 2014. The reporter stated they had been going through this for 4-5 years, but they just got the implantable neurostimulator (ins) in 2012. The reporter further stated that the ins only stimulates for four hours before stimulation turns off. It was noted the patient did not have stimulation at a high level due to the stress to maintain the unit. It was further noted the patient was admitted to the hospital for the past seven days. The reporter stated they met with a manufacturing representative after (B)(6) for reprogramming at the emergency room. The reporter further stated the manufacturing representative told them and the emergency room healthcare professional (hcp) that the leads needed to come out and that following the kidney surgery the ins was in the wrong position. It was noted the patient stated they were told that the ins would fail in 45 days. It was further noted the patient had seen their hcp and they had taken x-rays. Additional information received reported the manufacturing representative had tried contacting the patient. Additional information received reported the patient had taken a few ambulance rides because they had turned the ins up so high it was electrocuting them. The reporter stated the patient had a history of difficulty with the therapy and they were trying to get their device swapped for a primary cell device before leaving (B)(6). The reporter further stated that after several trips to the emergency room in tennessee complaining of shocking, the patient was referred to an hcp for removal. It was noted the hcp contacted the manufacturing representative and told them that they were planning to remove the device.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient could not find a healthcare professional (hcp) in their area. The reporter stated they say an hcp at the emergency room during the late part of (B)(6) 2014. The reporter further stated they went to the emergency room due to the implantable neurostimulator (ins) not operating correctly and the device was not charging correctly. It was noted the ins would not charge correctly because the ins was moved during a surgical procedure on the patient's kidneys. It was further noted the patient stated that the manufacturing representative told the emergency room hcp that the device needed to be removed. The reporter stated the emergency room hcp gave them dilaudid five different times and they were admitted to the hospital. The reporter further stated that no one at the hospital knew how to treat the ins. It was noted the patient had found a surgeon to take care of the device, but the patient made a "complaint on one of the departments" and they were discharged as a patient. It was further noted the patient stated that their leads were not working on the left side and it was causing them more pain. The reporter stated that their implanting hcp was two states away and they could not afford to go there for treatment. Additional information received reported that 45 days ago the patient had a kidney operation and right after the surgery the ins would not hold a charge and the location of the ins was moved to be right on their sciatic nerve on the right of their spine. The reporter stated the leads were not working properly. The reporter further stated they told a manufacturing representative that their device needed to be removed. It was noted the ins would not keep a charge and they were in excruciating and aggravating pain. It was further noted the patient was told to never move the device by their hcp. The reporter stated they went to the hospital twice complaining of pain after moving from ohio to tennessee four days following the kidney surgery. The reporter further stated that when they were at the hospital the second time a manufacturing representative reprogrammed the ins and increased stimulation. It was noted the patient had bad aching pain on their sciatic nerve where the ins was sitting. It was further noted the patient had excruciating pain. The reporter stated they had contacted several hcps, but no one would take them. The reporter further stated the device kept going off due to not keeping a charge and they were in pain. Additional information received reported the manufacturing representative had tried contacting the patient. Additional information received reported the manufacturing representative had not seen the patient since the emergency room visit. The reporter stated that at that time the patient indicated that reprogramming had restored proper stimulation. It was noted the patient had returned to the emergency room complaining about stimulation. It was further noted the patient met with another manufacturing representative, but the patient would not allow them to do anything to change stimulation. The reporter stated they talked to a hcp the patient was referred to and they were going to schedule the patient for explant. Additional information received reported the manufacturing representative contacted the patient and the patient maintained that they wanted an explant. The reporter stated they would try to help the patient find a surgeon. Additional information received reported the patient was trying to get in contact with a manufacturing representative that they had been working with. The reporter stated the surgeon wants them to " go to their office, come back home, schedule, and go back to the office." The reporter further stated they were lucky if they could go to the store because they were in tremendous pain. Additional information received reported the patient had been in the hospital four times. The reporter stated that the manufacturing representative was going to talk to their hcp regarding their situation. It was noted the patient had an initial consultation appointment scheduled for (B)(6) 2014. The reporter stated they needed the ins explanted before then as they could not wait. The reporter further stated they were in a lot of pain and the ins was not working correctly. It was noted the patient went through four bottles of extra strength tylenol last week.